Event description:
The pt had a 14g angio cath inserted into the anti-cubital space on the day of surgery. It was converted to a heplock on the same day. Five days later while being removed, the sheath broke off from the hub. An incision had to be made to remove the sheath from the pt's arm. Three sutures were placed to close the wound.